Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with the pd treatment. There was an air detected in cassette warning in fill 3 of 4. Treatment was stopped and fluid was found in the pump module area of the cycler and on the external of the cassette. Fluid did leak from the cassette itself. Patient was advised to try and use the cycler the next day after it sits to dry out overnight. In a follow up, the patient reported that there was no harm, intervention or adverse event associated with the fluid leak. The patient is using the same cycler after letting it dry out overnight.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that there was a fluid leak associated with the pd treatment. There was an air detected in cassette warning in fill 3 of 4. Treatment was stopped and fluid was found in the pump module area of the cycler and on the external of the cassette. Fluid did leak from the cassette itself. Patient was advised to try and use the cycler the next day after it sits to dry out overnight. In a follow up, the patient reported that there was no harm, intervention or adverse event associated with the fluid leak. The patient is using the same cycler after letting it dry out overnight.